Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the device and which may affect the cgm readings. The wearable was inserted into the arm on 0(B)(6) 2026. On (B)(6) 2026, it was reported that the patient¿s cgm was reading consistently in the 70s mg/dl. Initially, the patient was asymptomatic but then she began to feel hot and uncomfortable. The patient did not have a bg meter to use for comparison at home, so her husband called emergency medical services (ems). Once ems arrived, the patient¿s cgm was reading 70 mg/dl while the bg meter was reading 30 mg/dl. The patient was transported to the emergency room (ER). At the ER, the patient was treated with glucose gel, a sandwich, and IV fluids. The patient was discharged home after approximately two hours. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Once ems arrived, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.